Event description:
It was reported that a patient presented with loss of high voltage therapy due to incorrect interpretation of signal. This resulted in sustained arrythmia. Programing changes were recommended. No further information regarding adverse patient consequences were reported